Event description:
During the product eval on 11/19/2014, the tech observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter was evaluated on 11/19/2014. A product eval revealed one of the ac blades was out of position and the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. A visual exam of the power supply revealed the ac blade is out of position and the transformer housing was breached, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The tech was unable to perform the voltage across the dc test due to condition of transformer housing. Resistance across the dc plug was measured as 428 kohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 56.8 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).